Manufacturer narrative:
(B)(4). Conclusions: proximal aortic neck diameter <(><<)>19 mm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm infrarenal abdominal aortic aneurysm. The proximal aortic neck was 18 mm in diameter, and 27 mm long. The diameter of the right iliac artery was 11 mm, and the left iliac artery was 10 mm. It was reported that at the time of implant, the ipsilateral limb of the bifurcated stent graft was compressed approximately 50 percent by the contralateral gate/limb within the distal aorta. This area became occluded and required intervention approximately six weeks post-implant. A thrombectomy was performed, and the ipsilateral limb was reinforced using iliac stents from other manufacturers. No additional clinical sequelae were reported, and the patient is fine.